Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -6.0/+4.0/105 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as a patient-related factor: "the os ticl is 13.2mm and has good stability and vault, but that the sulcus in the od is more narrow than the os."